Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Date of event: exact date not provided, best estimate is (B)(6) 2019. Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient can feel the lens, she can not stand the light, and has very itchy eyes post implant of an intraocular lens (iol) in her right eye. The patient stated she does not have allergies, but her eyes are very sensitive. Through follow up, it was learned that the patient is very sensitive to light even at night and must wear sunglasses at night, because the light bothers her while she is reading. The patient stated the itchiness of eyes bothered her about 1.5 months after the right eye lens implant. The surgeon prescribed her post-operative steroid eye drops that she used for 2 weeks to a month. Then the itchiness of the eye came back. She was prescribed steroid eye drops to use for one more month, and the itchy eye has subsided at this time. Additionally, the patient complains of feeling the edge of the lens and sometimes feels a sharp pain in her eye. The patient is seeing an allergy doctor for further testing. At this time, the lens remains implanted. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye.